Event description:
Report rec'd of an overdelivery. The pt presented to the e.r. With a serum glucose of 700mg/dl. A primary line of 1000ml 0.9% sodium chloride was primed and programmed to run at a rate of 400ml/hr. After an unspecified length of time a secondary line was programmed to deliver regular insulin with a concentration of 100 units in a 100ml bag of 0.9% sodium chloride to run at 4ml/hr. After 30 mins the nurse noticed that the secondary bag was empty. The pump was powered off and the pt's blood glucose was checked every 15 mins for 2 hrs. The pt's blood glucose was 450mg/dl after 2 hrs of monitoring. There were no reported adverse pt sequelae. Though requested, no further info was rec'd.